Manufacturer narrative:
The complaint sample was returned for eval. The shaft was broken approx 500mm from the distal tip, there were also kinks on the shaft. The lot history record was also reviewed for the product, the lot met all release criteria. A definitive root cause could not be determined. However, it is possible that the user did not follow IFU instructions regarding the use of a long sheath. The IFU states: when the sleek catheter is in it's post distal position on the guidewire a guide catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: the date of this report was a year after the expiration date of the product and no event date could be obtained by the MFR.

Event description:
It was reported that during advancement through the sfa resistance was met. It was decided to remove the product but during removal the hypotube fractured the balloon portion remained inside the pt. A snare was used but failed to retrieve the product as such the pt underwent surgery to remove the product. It was subsequently reported that the pt was doing well and had fully recovered from surgery.